Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported during a breast biopsy procedure that when the doctor went to release lock mechanism from holster to be able to fire probe, it would not go up on its own. Upon examination, it is bent and needs manual assistance to go back up from the "released" position. Looks bent upon visual examination. Case was able to proceed with no adverse event occurring. They think they bent it by catching the holster on something as they moved the mammotome. Procedure was completed, samples were acquired and no adverse event was reported.